Manufacturer narrative:
(B)(4). No product was returned to assist in this investigation. This device is inspected 100% for bends, kinks, adequate joint strength and other surface imperfections prior to transport. In additional each pmg wire guide comes with an attached caution label which illustrates; "withdrawal and/or manipulation of the distal spring coil portion of the wire guide through the needle tip may result in breakage." Without the complaint device a definitive root cause cannot be determined. Nothing in the event description suggests a possible cause. In previous complaints we have found possible causes to include damage to the wire guide associated with withdrawal through the needle (per warning label) or other instrument. Less frequently, pt anatomy makes withdrawal of the wire guide difficult resulting in elongation and/or separation when the force exceeds specification. We will continue to monitor for similar complaints. No action is necessary as there is insufficient risk per the risk assessment.

Event description:
While doing an angioplasty via the right brachial artery, a portion of the wire broke off inside the pt. The wire was retrieved and removed successfully. No harm to the pt and the pt is doing well.